Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Review of stored device memory also noted two stored untreated episodes due to oversensing of noise. The smartpass feature was noted to be disabled. Technical services (ts) discussed potential causes and troubleshooting options. The root cause of the noise was not determined. The smartpass feature was programmed back on and monitoring was continued. Additional information was later received that an additional inappropriate shock was delivered due to oversensing of large amplitude noisy signals. Ts discussed troubleshooting options. No adverse patient effects were reported. This device remains in service.